Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that the connection between the arrow raulerson syringe (ars) and the needle was not secure resulting in air leaking when trying to aspirate blood into the syringe. As a result, a new kit was opened and used w/o issue. There was no reported delay, death or complications to the pt.